Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. A final report will be submitted upon completion of the investigation.

Event description:
Customer contacted technical support (ts) stating that unit had air flow sensor out of range. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13jun2019. Date rec'd by MFR:12jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-00242 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.